Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "this instrument is composed of 1 part. The instrument has snapped off." The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4)). The photo investigation revealed that the tip of 536450, s-rom*stem/sleve separtor wedg can be seen broken chipped off. This type of damage is consistent with heavy usage and unintended contact with other tools. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 536450, s-rom*stem/sleve separtor wedg would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg1107 provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this instrument is composed of 1 part. The instrument has snapped off. As per the images attached. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of returned device revealed the flat tip deformed of s-rom stem/sleve separtor wedg. However, no signs of breakage were observed on device. Additionally, wear and corrosion patterns were found on device surface. The observed conditions were identified as an end of life indicator; damage consistent with repeated use and servicing around 16 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test were not performed since they were not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s-rom*stem/sleve separtor wedg would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This instrument is composed of 1 part. The instrument has snapped off. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available.